Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, patient was presented with grade 4 mixed mitral regurgitation(mr) and calcification of posterior leaflet. During the procedure, mitraclip 50218a2020 was implanted successfully. The mr was reduced to grade 2 post procedure. On (B)(6) 2025, physician reported the clip had single leaflet device attachment (slda) from posterior leaflet. The patient experienced dyspnea. The mr was increased to grade 4. The mitraclip 50220a1018 xtw was implanted to stabilize the slda. The mr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.

Event description:
On (B)(6) 2025, patient was presented with grade 4 mixed mitral regurgitation(mr) and calcification of posterior leaflet. During the procedure, mitraclip 50218a2020 was implanted successfully. The mr was reduced to grade 2 post procedure. On (B)(6) 2025, physician reported the clip had single leaflet device attachment (slda) from posterior leaflet. The patient experienced dyspnea. The mr was increased to grade 4. The mitraclip 50220a1018 xtw was implanted to stabilize the slda. The mr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology (calcification of posterior leaflet). The reported patient effect of recurrent mr and subsequent dyspnea appear to be related to the slda. Mr, and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and another clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.